Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 09-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report was received via company internet site. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device perforated her tube. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of essure perforation was unknown; given event's nature causality with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information. The consumer initially stated she would need a surgery to remove essure; then upon follow-up she posted a picture of a surgical intervention (suggesting the previously mentioned surgery was performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Since private contact detail of the reporter has not been provided, follow-up cannot be obtained.

Event description:
This is a case report received from a consumer in the united states on (B)(6) 2014 on a company internet site. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she was in pain. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions on an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported she was forced to have surgery to remove essure, surgery will be on day after date of posting. She was tired of being in pain and her insurance will not cover removal so she and her husband are forced to pay out of pocket for the surgery. Nobody should have to go through this pain. Essure problems destroy lives. No further information was provided. Follow-up information received on 15-sep-2015 (online posting from consumer): essure perforated her tube. Additionally, she posted a picture of a surgical intervention. Case was upgraded to incident. Follow up information received on 24-sep-2015: since private contact detail of the reporter has not been provided, follow-up cannot be obtained. Company causality comment: this non-medically confirmed, spontaneous case report was received via company internet site. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device perforated her tube. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of essure perforation was unknown; given event's nature causality with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information. The consumer initially stated she would need a surgery to remove essure; then upon follow-up she posted a picture of a surgical intervention (suggesting the previously mentioned surgery was performed). Since private contact detail of the reporter has not been provided, follow-up cannot be obtained.